Manufacturer narrative:
The treatment tip was not returned for evaluation but photographs of the tip were provided by the account. On (B)(6) 2018 evaluation of the image of the treatment tip confirmed damage along the rf trace of the tip. This evaluation confirms customer¿s account of damage to the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The datacard was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. Images confirmed damage on the tip membrane along the rf trace. Investigation found flame/spark from tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. No patient injury was noticed during treatment.

Event description:
A user facility reported seeing a spark from the tip membrane during a thermage cpt treatment. The spark was noticed with 280 pulses completed. The customer immediately changed to a new treatment tip and was able to complete the treatment with no issues. There was no mention of any harm to the patient.